Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02 june 2026, it was reported by a sales representative via email that an ar-4068hl, swiftstitch hip suture passer was reported to broke when passing through the labrum in a hip scope labrum repair case. We opened a new swift stitch passer and the same issue occurred. Breaking at the same spot where the crescent curvature meets the shaft of the passer. This occurred on (B)(6) 2026 during a hip scope labrum repair procedure. The case was completed successfully using a labral repair scorpion. There was case involvement.